Manufacturer narrative:
The suspect monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that the monitor had no image when connected to a known operational navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the monitor of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the surgeon monitor intermittently lost display. The lemo connector was reconnected to the cart of the navigation system to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.